Manufacturer narrative:
The event occurred in: (B)(6). The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in the scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs (ccxs) meter serial number (B)(4) compared to the result from a coaguchek xs pro ii (pro ii) meter serial number (B)(4). The result from the ccxs meter was 7.0 inr. The nurse noted that the result seemed to appear faster than usual. Immediately following the ccxs meter the inr result from a different finger using the pro ii meter was 4.9 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The result from the pro ii meter was deemed correct as the patient's warfarin dosage was adjusted based on the result from this meter. The patient did not take their warfarin dosage for 2 days and on (B)(6) 2019 the patient's inr result from the pro ii meter was 2.8 inr. There was no allegation of an adverse event. The patient is on anti-rejection medication, but there have been no recent changes in medication. The test strip used on the pro ii meter was lot 334502 with an expiration date of 31-mar-2020.